Event description:
It was reported that the customer received a button error alarm from his insulin pump during a manual prime. The insulin pump would not stop priming and all the insulin squirted out. The customer's blood glucose was 138 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to moisture damage on the keypad traces. No prime anomaly could be confirmed due to the keypad anomaly. No button error alarm was noted.